Manufacturer narrative:
Investigation summary: the 20¿ lead wire was received for evaluation. The DHR was reviewed. All evaluation results did not show any discrepancies. During the investigation, the failure mode identified after examination of the patient lead wire was frayed. The most likely root cause for this failure mode was either caused by the excessive connecting/disconnecting force applied by the patient while connecting/disconnecting the lead wire cable from the electronic controller and/or the wire getting stuck in some object. Review of complaint history identified (2) total complaints from (jul 10, 2023) to (jul 10, 2024) for pn (1067724-2) and events related to (shock). Keyword search criteria: (complaint code: medical: shock) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "shock". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient had a tough time pulling the electrodes and lead wire prong apart so she used pliers and a silicon jar opener to pry them apart. She did not notice there was an issue with the prong but she got a shock down her arm so she examined the 20-inch lead wire and found exposed wires and a loose prong. It was later reported that the patient felt a strong electrical shock from her neck to her right arm. She also experiences tingling and slight numbness in the arm. The patient has not contacted her physician but had an appointment with her surgeon on (B)(6) 2024. The patient believes the shock was due to exposed wires in the 20-inch lead wire. No additional patient consequences have been reported. The 20" lead wire was returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient had a tough time pulling the electrodes and lead wire prong apart so she used pliers and a silicon jar opener to pry them apart. She did not notice there was an issue with the prong but she got a shock down her arm so she examined the 20-inch lead wire and found exposed wires and a loose prong. It was later reported that the patient felt a strong electrical shock from her neck to her right arm. She also experiences tingling and slight numbness in the arm. The patient has not contacted her physician but has an appointment with her surgeon on (B)(6) 2024. The patient believes the shock was due to exposed wires in the 20-inch lead wire.